Event description:
A surgeon has reported that a memory lens u940a iol implanted in the left eye of a patient with no complications has since opacified and that he is planning to explant and replace. Visual acuity reported as 20/40 os at 6/2004 office visit. No further information is available at the time of this report.